Manufacturer narrative:
The particle was removed from the patient's eye however it was lost and it is not available for evaluation. The lot of the device used during the reported event was not provided therefore we were unable to review the lot/device manufacturing records.

Event description:
A report from a user facility in the (B)(6) stated that the doctor observed a particle during the phacoemulsification phase. The doctor was not sure it was a particle as it looked more like a sliver of hard subcapsular lens opacity. However the particle would not break up and it was removed manually. Unfortunately when placed on the drape, it blew off and couldn¿t be recovered. There was no report of injury or consequences to the patient.